Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6)2024, the patient lost consciousness while she was working. There were no continuous glucose monitoring (cgm) nor blood glucose (bg) values reported, the reading was undetermined since the patient was not sure if it was giving her a higher reading or if it did give an alert and did not alert her. An ambulance was called by someone at work. The paramedics administered medication but cannot confirm what it was since she passed out. The patient was taken to the hospital by the paramedics on (B)(6)2024. There the patient was treated with insulin. After 4 hours, the patient was doing good and was discharged the same day. At the time of the report the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.